Event description:
Same case as MFR report #: 2134265-2009-04612. It was reported that during a percutaneous coronary interventional procedure, a vessel perforation occurred. The 85% stenosed vessel treated was longer than 10mm and located in the moderately tortuous, severely calcified right coronary artery (rca). Access was achieved through the right femoral artery. Initially the flextome mr cutting balloon was inflated in the distal lesion, then pulled the balloon more proximal. The flextome mr cutting balloon was inflated in the proximal section to 12 atms, however, it was noted that the balloon was not holding pressure. The balloon was brought negative and contrast from the rca was going into the wall of the heart. Upon removing the flextome mr cutting balloon from the body they noticed the balloon was ruptured. At that point they stopped integrilin and gave protamine. The physician then advanced a quantum 2.5x12 balloon across the perforated segment and proceeded to do a 2 minute dilatation at 20 atms sealing the vessel. The pt is stable and doing fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device cannot be reviewed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.